Event description:
It was reported that an unspecified malfunction alarm occurred. The customer did not provide their blood glucose level at the time of the issue. Technical support arranged for a replacement pump to be sent and the customer reverted to multiple daily injections as backup therapy to ensure insulin delivery was not interrupted.